Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, picking or touching the wound, severe force applied to the implant, excessive twisting, bending, or stretching and contraindicating conditions have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported several infections at the receiver site. Antibiotics were prescribed which successfully treated the infections. Although the patient states adequate pain relief, an explant is tentatively scheduled for (B)(6) 2024 to prevent any further complications.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, picking or touching the wound, severe force applied to the implant, excessive twisting, bending, or stretching and contraindicating conditions have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported several infections at the receiver site. Antibiotics were prescribed which successfully treated the infections. Although the patient states adequate pain relief, an explant procedure is tentatively scheduled for (B)(6) 2024 to prevent any further complications. Additional information was received on november 18, 2024. An explant procedure was performed on (B)(6) 2024 and the patient is home and recovering well.